Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted secondary to patient infection.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.